Manufacturer narrative:
Results eval: smiths medical international investigation, based on the picture provided, confirmed the alleged breakage. It was noted that the guiding catheter was severed with a clean fracture at the safety bump. A review of the complaints history database reveals this to be the first reported incident relating to this product lot. It also showed that complaints of a similar nature have been reported to smiths medical international previously. Analysis of these identifies no systematic cause for the reported procedural complications. A review of the device history records, for the guiding catheter batch and packing of records for the finished kit batch, highlighted no anomalies. It has not been possible to assign a definitive root cause for the breakage, as such we have concluded that there are no quality issues with the guiding catheter and the current testing regime of a 1 in 20 destructive test for tensile stength and elongation at break, along with a 100% visual inspection during assembly, are adequate. It is however, possible that excessive force applied to the catheter during use may have been a contributory factor.